Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified, but it was confirmed that the user uses simethicone via the biopsy channel. The material could not be removed because of insufficient reprocessing due to leakage from the scope cover and the biopsy channel. The root cause of the foreign material remaining in the subject device could not be determined. The instruction manual states the detection method associated with the event in "gif-h185 operation manual chapter 3 preparation and inspection" and the prevention method in "gif-h185 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had whitish foreign material inside the air/water-tube, the air/water-cylinder and the auxiliary tube in the universal cord. There were no reports of patient involvement.